Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the user was unable to load a cartridge onto the pump. Reportedly, the user stated that the cartridges were "defective" after the pump displayed a notification that prevented the customer from loading a cartridge. It was noted that this occurred with multiple cartridges. There was no reported impact to the user's blood glucose level.